Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support approved and facilitated the replacement of the pump, advised the customer on backup insulin delivery using multiple daily injections, and provided instructions for returning the malfunctioning pump.